Event description:
Title: outcomes of laser hemorrhoidoplasty for grade ii-IV hemorrhoidal disease in bangladesh. The aim of this study is to report a case of 86 patients with grade ii¿IV hemorrhoids underwent laser hemorroidoplasty. Follow up was assessed on 1st week, 2nd week, and 6th week including pain, satisfaction, symptom improvement, incapacity for work, complications, reduction, and recurrence between march 2023 and december 2023. 8 vicryl (eth) was used for mucosa and submucosa to augment the shrinkage. Reported complications: 8 vicryl (eth), clavien-dindo I-iiia (n=100%), treatment: not reported, iatrogenic laser perianal superficial skin burn (n=?), treatment: not reported, postoperative bleeding within 14 days (n=2), treatment: treated with tranexamic acid, mild bleeding (n=8), treatment: treated with tranexamic acid, moderate bleeding (n=2), treatment: treated with tranexamic acid, residual pile mass with intermittent per-rectal bleeding (n=1), treatment: managed using a diosmin+hesperidin (450 mg+50 mg) tablet, residual pile mass (n=3), treatment: observation, incontinence of flatus (n=1), treatment: not reported. In conclusion, laser hemorroidoplasty is a day care procedure, that is safe and efficacious and can be used in rural area settings with good patient satisfaction. Mucopexy is required in some cases of large hemorrhoidal mass to prevent recurrence.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: ann med surg (lond). 2024 sep 30;86(11):6514-6520. Https://doi.org/10.1097/ms9.0000000000002621 pmid: 39525773; pmcid: pmc11543184.